Manufacturer narrative:
The devices involved in this event will not be returned for evaluation.

Event description:
It was reported the pt was undergoing embolization of a left frontal avm. The catheter was placed in position and during onyx injection, the catheter became entrapped in the avm and could not be removed. The catheter was cut and a segment of the catheter was left in the pt and is planned to be removed at a later time. The user also reported the amount of onyx reflux was less than 1 cm. Same event as MDR # 2029214-2008-00101.